Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, crease/folding of implant, edema.

Event description:
Healthcare professional reported left side "rupture" and the implant has "wavy edges; echogenic fold is observed." Healthcare professional additionally reported seroma-late, and edema. Device remains implanted.